Event description:
A complaint was received from a customer that reported after customer changed the batteries the system would not work. While on the phone a review of the system was conducted. The customer stated that the meter will turn on but the display did not show all the digits. In particular, only portions of the "hundred and tens units" were visible. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.